Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Correction to b5. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the noise on the screen occurred due to a disconnection of the cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the reported problem did not occur during a procedure, it was noticed during the preliminary setup. The procedure was completed with another camera.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The intermittent image distortion with stripe noise from top to bottom was caused by the cable disconnection. The image misalignment was due to the coupler found loosened, causing the image being not properly displayed. The outer sheath of the cable has been cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.